Manufacturer narrative:
Analysis found the unit alarmed motor error due to a faulty force sensor resistor. Analysis was unable to verify the compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm and a motor error alarm. His blood glucose was 166 mg/dl at the time of incident. The customer stated that the insulin pump is stuck in the prime rewind sequence and insulin squirts out during the manual prime process. He stated the insulin pump was not dropped or bumped. He stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.